Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from australia via the implant patient registry that a valve model 7300tfx31 was explanted from a 63-year-old patient after an implant duration of seven (7) years and nine (9) months for unknown reasons. A bioprosthetic valve was implanted in replacement.

Event description:
The event described in this file was already recorded and investigated in complaint ew case (B)(4). The complaint category for this file will be changed to duplicate and the file will be closed. Report ID: 2015691-2025-04954.

Manufacturer narrative:
Updated/corrected b5 this event is a duplicated report ID: 2015691-2025-04954. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.